Manufacturer narrative:
On 06/15/2016: testing of retained samples and customer returned product was satisfactory along with a review of applicable biocompatibility testing performed on this type of product.

Event description:
On (B)(6) 2016: customer exhibited a reaction to the bandages with some type of rash. Consumer seeked medical attention with a dermatologist. The dermatologist did not recommend using medicated bandages.

Manufacturer narrative:
Aso evaluated retained samples of the same lot number on 05/31/2016, as well as returned samples of the same lot number on 06/11/2016 for adhesion properties. The results of the tests are acceptable with no defects found during testing. Refer to of this report for further details. On 06/16/2016: correction to previous report. Ammended biocompatibility reference data on this report. The biocompatibiltiy data was found acceptable.

Event description:
On (B)(6) 2016: customer exhibited a reaction to the bandages with some type of rash. Consumer seeked medical attention with a dermatologist. The dermatologist did not recommend using medicated bandages.